Manufacturer narrative:
Hardware analysis determined that the instrument was damaged; missing pieces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Mfg date was not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the double spine clamp was noted to be damaged when being reported from the patient as the adjustment screw had come all the way out of the clamp. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.